Manufacturer narrative:
Complete information for section a1 patient identifier: sid's (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive hbsag the alinity s processing module for 6 cadaveric samples that are red in appearance. The results did not match the patient¿s history. There was no confirmatory testing performed. The tissues were discarded. The following data was provided: tested on (B)(6) 2024 hbsag (B)(6) results = 8.22 7.78/8.00 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag (B)(6) results = 5.98 6.10/6.18 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag (B)(6) (from same sample as (B)(6)) results = 4.82 4.26/4.56 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag (B)(6) results = 2.35 2.07/2.23 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag (B)(6) results = 1.73 1.46/1.59 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag (B)(6) results= 4.63 4.40/4.52 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag (B)(6)(s) results = 1.2 1.62/1.68 nat testing not performed tissue was discarded. No impact to patient management was reported.

Event description:
The customer observed false repeat reactive hbsag the alinity s processing module for 6 cadaveric samples that are red in appearance. The results did not match the patient¿s history. There was no confirmatory testing performed. The tissues were discarded. The following data was provided: tested on (B)(6)2024 hbsag sid (B)(6) , results = 8.22 7.78/8.00 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag sid (B)(6) ,results = 5.98 6.10/6.18 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag sid(B)(6) ,(from same sample as sid (B)(6) , results = 4.82 4.26/4.56 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag sid (B)(6) , results = 2.35 2.07/2.23 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag sid (B)(6) , results = 1.73 1.46/1.59 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag sid (B)(6), results= 4.63 4.40/4.52 nat testing not performed tissue was discarded. Tested on (B)(6) 2024 hbsag sid (B)(6),(s) results = 1.2 1.62/1.68 nat testing not performed tissue was discarded. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Evaluation of complaint data for the product and lot 54640fn00 did not identify an increase in complaint activity for the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformance's or deviations with lot 54640fn00 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A review of field data for alinity s hbsag was performed. Overall reactive rates of lot 54640fn00 at gift of hope (USA), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group the performance of lot 54640fn00 is within product requirements and comparable to other lots analyzed in the comparison. At gift of hope (USA) the specificity performance of lot 54640fn00 is within package insert representative data for cadaveric specimens. Further evaluation of false reactive results associated with cadaveric testing on the alinity s system was previously completed. This review determined that donor demographics (older age) and comorbidities, as well as sample integrity were identified as contributing factors for the false reactive results. Customer education to highlight the importance of pre-analytics to optimize sample integrity were carried out. Based on the investigation alinity s hbsag reagent lot 54640fn00 is performing as intended, no systemic issue or deficiency of the alinity s hbsag reagent was identified.